Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose increased into the 300 mg/dl and 400 mg/dl ranges after receiving insulin flow blocked alarms. The patient did not refer to any treatments or symptoms of their hyperglycemia. Troubleshooting was declined for the insulin flow blocked alarm. The alarm was resolved by changing the infusion set. The insulin pump was not returned for analysis.